Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1282148) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's daughter reported that on (B)(6) 2013 customer's adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Caller further reported customer experienced "nervousness and high blood pressure" and ultimately lost consciousness. Customer denied self-treating. Customer was transported to a local healthcare facility where he was diagnosed with severe hyperglycemia and dka (diabetic ketoacidosis). Customer was treated with insulin via intravenous infusion, in addition to taking his oral medication, glimepiride 2 mg/day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.